Manufacturer narrative:
The field reports were lead dislodgement, r-wave amplitude variation and inadequate capture. As received, a complete lead was returned in one piece with the helix fully extended and clogged with blood/tissue. The full helix extension length was measured and was within specifications. The field reports of r-wave amplitude variation and inadequate capture were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. X-ray and visual examination found damage consistent with that occurring at the time of explant.

Event description:
The patient was admitted to the hospital due to suspicion of a cardiac perforation in the right ventricle (rv). Diagnostic imaging revealed that the rv lead was dislodged, but there was no evidence of a perforation. The rv sensing decreased and the capture increased as a result of the dislodgement. The lead was explanted and replaced and the patient was stable with no consequences.